Manufacturer narrative:
Client was still connected to her oxygen cannister when she tried to ride the lift.

Event description:
Client using lift to come downstairs. Client was not using seatbelt. She reports that the lift jerked and she fell to the floor breaking her nose.